Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (damaged touchscreen) was confirmed. Upon investigation the monitor failed a pulse test and displayed a service code 203 (pulse test fault). The cause for the failure was isolated to a damaged c19 high-voltage capacitor on the defibrillator pca. The c19 pads were fractured from the pca. The monitor enclosure showed evidence of physical damage. The root cause for the damaged c19 capacitor was physical abuse. The root cause for the service code 104 could not be positively identified. There was no death or adverse event associated with the monitor malfunction.

Event description:
03/08/2021-resubmitting this MDR as part of an internal audit where the electronic 3500a pdf form could not be located. The internal audit indicates that the electronic 3500a form, within the esubmitter application, was created on (B)(6) 2018. Acknowledgements 1, 2, and 3 could not be located. While investigating a monitor for an unrelated issue, a reportable problem was identified. The monitor failed incoming pulse testing.